Event description:
Mother called on behalf of her son, who is a customer. She said that he had bg levels in the 400s, large keytones and had vomited as a result of such high bg levels. The looked at the pod and the canula had become very bent and twisted. The lot and sequence number of the pod were not provided at the time of the call. The caller stated that she would return the device involved for evaluation.

Manufacturer narrative:
The device that was returned for evaluation was evaluated for defects or cannula damage. The device did not have any damage consistent with what the caller described. It is possible that the caller did not return the device involved in the reported incident. Follow-up report will be submitted if the product is received. No conclusion can be reached at this time. The product user guide instructs the user to "check the infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.